Event description:
It was reported that during a doctor visit and exam was performed and two reservoirs and the pump had gaseous content within the component. One of the reservoirs were superolateral with no apparent relationship to the other components of the prosthesis. The reservoir is collapsed and when the device is at rest there is gaseous content inside. No fractures were identified. A revision surgery has not yet been performed.